Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, a lens optic edge at haptic junction noted, and there was very small crack at optic edge. The lens remains in patient eye. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).